Manufacturer narrative:
(B)(4). Article citation: munhoz, g., cavallieri, f. A., et al. "Sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases." Journal of cosmetic dermatology, 31may2022, 21(11), 5562¿5568. Https://doi.org/10.1111/jocd.15135. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through the article, "sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases," it was reported a patient was injected with 2mls of juvéderm® voluma¿ with lidocaine into the zygoma (1ml on each side) and 2 ml into the chin (1ml on each side). 3 months later patient experienced edema in the right jawline. Microbiology analysis noted sterile abscess. Laboratory blood tests, including white blood cell count and inflammatory function tests (crp and esr) performed showing an inflammatory condition. Patient was taking 4 different unspecified oral antibiotics and an oral corticosteroid for treatment. Patient underwent two standard ultrasound guided drainage prcocedures and ultimately, treated with ultrasound guided treatment of munhoz-cavallieri lavage protocol. Symptom resolved. This is the same literature article reported under MDR ID# 3005113652-2023-00017 (allergan complaint # (B)(4), MDR ID# 9617229-2022-04684 (allergan complaint # (B)(4), MDR ID# 3005113652-2023-00019 (allergan complaint # (B)(4), MDR ID# 3005113652-2023-00021 (allergan complaint # (B)(4), MDR ID# 3005113652-2023-00022 (allergan complaint # (B)(4). This MDR is being submitted for patient 5.